Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a free flow event that occurred ¿a long time ago¿. The customer stated that the channel was off, the IV set was still loaded but it was not connected to the patient. The nurse then noticed the IV fluids ¿on the floor¿. This issue was reported to bd associate during their site visit. No further information available, no devices will be sent back for investigation. The bd team reviewed free flow prevention. There was no information on patient involvement.